Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse found that the analyzer is not transmitting to reporting software (rps). A picture of the back was sent to customer to see if plugged into correct ports. Customer said the picture sent does not match what she sees. They received a dell octoplex 7010. Fse remaned the database but still getting "spec. Mdb error" and losing patient and qc data. Fse installed dell optiplex7010 and transferred files from copula and set com ports. Tested-ok now ran patients. Live and confirmed they are transmitting to rp software and laboratory information system (lis).the g8 was working as intended. No further action required by fse. The probable cause of the event was computer failure. (Rp)

Event description:
On (B)(6) 2015 a customer reported getting error message "spec. Mdb is broken, new db created." With their g8 analyzer. When the reporting software launches, all of their results are gone. This happened four times. They run approx 3200 tests per month and have not been saving their databases at any frequency. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.